Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre wireguided balloon dilatation catheter was used in a dilatation procedure on (B)(6), 2010 (patient age, gender, weight and date of birth are unknown) according to the complainant, before the procedure, the balloon was checked to see if it was able to be inflated and the balloon was found to have burst. There were no patient complications.